Manufacturer narrative:
(B)(4). Medical products: unknown hgp ii liner, unknown stem, unknown cup. It is unknown if the product will be returned to zimmer biomet for analysis; however, an investigation has been initiated. Upon completion of the investigation, a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated report: 0001822565-2017-04758.

Event description:
It was reported that patient was revised due to unknown reasons. During the procedure, the acetabular liner and femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.